Event description:
The user reported that the ilet screen became unresponsive such that the unlock control, notification menu, and insulin cartridge button did not register touch, while touches in the screen center still responded; the user observed a small crack on the lower right of the display and could not resume insulin delivery after pausing for exercise. Customer care provided support/assistance and troubleshooting attempts, including a mobile restart, with confirmation of current firmware, and replacement logistics. Investigation of this case revealed physical damage to the display area and a resultant user interface malfunction that prevented normal operation. No clinical symptoms and no injury reported as a result. Outcomes included no medical intervention. It was concluded that screen damage led to a loss of essential device controls and cessation of on-pump insulin delivery. Device was replaced.